Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she experienced a high blood glucose of 409 mg/dl. The customer delivered 14 units of insulin to treat her high blood glucose level. Her high blood glucose symptoms were nausea, tiredness, and she had to spit several times. The customer was hospitalized due to her high blood glucose level of 420 mg/dl. The customer vomited and had a diabetic ketoacidosis. She was wearing the insulin pump at the time of the emergency room visit. The device was not returned.